Event description:
It was reported via repair work order that the that the cot retaining post screw was missing from the cot. This would not allow a cot to lock into the cot fastening system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.